Event description:
Additional information from the patient indicated that they spoke with a rep over the phone, and was told how to readjust the device. They stated that it worked some but not totally. The patient stated that the ins in their back has turned around, which may be the cause. The patient stated that they still have the strong stimulation vibration from time to time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their right leg felt like they were being electrocuted and the issue began at least a month ago. Patient stated they had to turn their stimulation off because they couldn't get their stimulation low enough. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a rep. Rep reported that the patient stated that she has been feeling a strong vibrating sensation in her legs to the point that it feels like its being electrocuted. She mentioned that she needs to turn off the device from time to time so bear with sensation. Patient mentioned she talked to physician's assistant and was advise to contact medtronic. Issue was not resolved.  Patient called back and repeated the information documented in this case. Patient called their doctor but was told to call medtronic to have the "recharger reset".  Agent reviewed programming and therapy issue. Agent sent email to the field as patient was upset being redirected to the doctor.